Event description:
It was reported by the customer, "a powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 in the upper 1/3 of the upper extremity. PICC dwell time was 55 days. PICC was pulled back and kink resolved."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.